Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep replaced the power supply.

Event description:
The customer reported that they were required to press the down button prior to pressing the up button for upward lift movement.